Event description:
After the valve was implanted, the pt did not do well. During revision of the valve, it was noted that the valve was leaking from the delta chamber.

Manufacturer narrative:
The valve was patent and passed siphon, reflux, and pre-implantation testing. It was within specifications for all pressure-flow testing except for the test conducted at a performance level of 0.5, 20.4 ml/hr flow rate and a hydrostatic pressure of -50. The valve did not pass leakage testing due to holes found in the top of the delta chamber. This damage is similar to damage that may be caused by needle puncture. A review of the MFR records was not possible as no lot number was provided. All our products are 100% tested at the time of MFR.